Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous left superficial femoral artery. On the first inflation the sterling es otw 1.5mm x 20mm x 142cm balloon was inflated to twelve atmospheres and ruptured. The procedure was completed with another of the same device. No complications were reported with the patient status is listed as "good".

Manufacturer narrative:
(B)(4): the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)